Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient experienced an inappropriate defibrillation event. Signal artifact contributed to the false detection. The response buttons were not pressed during the entire event. It was reported that the patient did not seek medical attention. The patient continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Their is no information to suggest that the patient experienced a serious injury. The patient continued to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillator event. Device manufacture date and usage of device: monitor (B)(4): 02/2014 - reuse; electrode belt (B)(4): 04/2014 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).